Manufacturer narrative:
Additional information: b1, h1, d9, h6, and h11 h11: the device was received for evaluation. The visual inspection did not identify any abnormalities that could have contributed to the reported condition.the homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition could not be determined. Based on additional information received, the homechoice pro was determined not to be a factor in the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient passed away while connected to the homechoice device. The cause of death was reported as "due to non-pd dialysis reasons". It was reported that the patient was in pea (pulseless electrical activity) arrest and was a "dnr" (do not resuscitate). It was not reported if the patient was hospitalized prior to death. It was not reported if an autopsy was performed. Pd therapy was ongoing prior to death. No additional information was available.

Manufacturer narrative:
D4: catalog # 5c8310. D4: unique identifier (UDI) (B)(4). Should additional relevant information become available, a supplemental report will be submitted.